Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Newton af clinical study, clinical study ID: pc053, subject ID:(B)(6). It was reported that following an ablation procedure using an intellanav stablepoint open-irrigated catheter the patient reported experiencing a sore throat as a result from being intubated during the procedure. The procedure occurred on (B)(6) 2022 and the pain was reported on (B)(6) 2022. A laryngoscopy was performed, and the patient was prescribed maalox and a soft diet. During a subsequent follow up the patient was prescribed pepcid and a steroid medrol dose pack. The issue was considered resolved after this treatment.